Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's blood glucose level at the time 426mg/dl. No additional information is provided.

Manufacturer narrative:
.